Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a rash and scarring at sensor insertion site. Patient described the discomfort as a blistery rash with two sores, and treated insertion site with neosporin. At the time of contact with dexcom technical support, no further medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).